Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer was shutting down unexpectedly. Analysis noted that the lower left bullet was worn, the programmer was missing a stylus, and the floppy disk drive was defective. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was shutting down suddenly. Additionally, the programmer was unable to complete a software update. The programmer is expected to be returned for service. There was no patient involvement.